Manufacturer narrative:
The patient did not exhibit any symptoms during the event and no medical intervention was required. On 03/06/07, gusts field representative inspected the machine. He found the blood pump rotor failed the occlusion test and replaced it. He verified that the pressure pods were calibrated and functioning correctly and were calibrated. He performed a simulated treatment and verified that the mahcine was operating correclty. He authorized the return of the machine to clinical use. From the info available it seems likely that the reduced blood flow rate due to the "access pressure" alarms resulted in dilution of the blood by replacement fluid, which is probably the reason for the unusual color of the blood in the circuit. The gambro territory mgr has been notified and he has been asked to contact the nurse mgr of the unit to offer further clinical training.